Manufacturer narrative:
The reported events were ¿lead tip has been broken¿ and ¿the lead could not be fixed¿. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection found the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torqued directly to the connector pin. The full helix extension length was measured within specification. The reported event of ¿lead tip has been broken¿ was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was unable to implant and the lead tip was broke. The lead was not used and replaced. The patient was in stable condition.